Event description:
Tingling and numbness in finger and toes. Bleeding gums, soreness, redness numbness of gums, hurting and swelling of gums. Hand tingling of toes and fingers. Bleeding of gum numbness and welling of gums. To hold denture in place. Dose: denture cream. Frequency: twice weekly. Route: oral. Dates of use: 2005 - 2008. Diagnosis: denture adhesive cream. Event abated after use stopped: no.